Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro instrument, and identified the failure mode as multiple hardware. The fse replaced the ise carbon bridge, sodium electrode, and performed preventative maintenance c on the instrument to resolve the issue. The fse verified repairs with no further issues observed. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) patient results on their dxc 600 pro instrument. There was no report of change to patient treatment or injury associated with this event. The customer provided data which showed erroneous na results for one (1) patient was generated.